Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call insulin pump stopped working. Customer's blood glucose level was unknown at the time of incident. Troubleshooting was performed. Customer stated that even after battery change the insulin pump did not deliver insulin and it still does not work. The insulin pump will not be returned for analysis.